Event description:
It is reported that the patient is being considered for a revision on an unknown day for an unknown reason.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component is a competitor product. The initial report should be voided.